Event description:
Customer reported that trach tube separated, patient was already in ICU when this happened and nurse noticed it right away, she notified the physician who changed it right away. Customer reported that the patient was extubated and reintubated with a replacement tube without further consequences. No patient injury or ill-effects. Patient is now out of the ICU but current status reported is unknown.

Manufacturer narrative:
Sample currently in transit to the manufacturing site for analysis.